Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device overheated when it was inside the patient's leg. A replacement device was used to complete the procedure. No patient effect has been reported by the hospital.

Manufacturer narrative:
Investigation details: the investigation was completed and the device meets specifications. Complaint is not confirmed. However, since there was observed residual thermal boot damage and a bowed tri-heather wire assembly, this indicates that the jaws had experienced elevated temperatures at one point in time. This thermal boot damage could have been a result of user technique in extended device activation or an intermittent circuit failure.